Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, difficulty removing a catheter occurred. The 80% stenosed target lesion was located in the moderately tortuous and non calcified anastomosis graft site. A 6.0 x 60/135 sterling mr balloon catheter was advanced to the target lesion; however, the device could not cross the middle of the looped graft anastomosis site. The sterling mr balloon catheter was unable to be removed, and as a result, the device was surgically removed by cutting the shaft of the device and removing from the patient's anatomy. After removal of the sterling mr balloon catheter, it was noted that the shaft of the device was severely kinked. No further patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).